Event description:
It was reported that a cic pro clinical information center failed to produce an audible alarm for a patient's ventricular tachycardia event. The system displayed a visual alarm and printed an alarm strip. The clinician noticed the visual alarm. The patient was checked, did not require any treatment, and no injury was reported. During discussion with a ge healthcare service engineer the site technician tested the system's audio alarms and none would sound, however all visual indicators functioned as expected. The site technician was instructed to initiate a controlled reboot of the cic. A controlled reboot includes notifying staff and minimizing the loss of central monitoring of patient events. The controlled reboot restored the audio alarm function. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.